Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The screen did not respond after the stylus touched the screen. After calibration, the position of the part of the cursor did not coincide with the position of the test pen in the lower right corner of the screen. No parts could be repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen did not respond to the stylus touching the screen. The programmer was returned for service. There was no patient involvement.